Manufacturer narrative:
Retainer ring=black. Customer complained on 11/16/2021 pump alarmed stuck button. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 11/16/2021 03:44:24.000 in device downloaded history. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and verified insulin pump alarmed stuck button on 11/16/2021 03:44:24.000 in device downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had a keypad anomaly. The customer lay on the pump while sleeping. Customer stated that they did press a button down for 3 minutes or longer. The customer was not able to clear or rewind the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.